Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there is one previous complaint of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample with the needle detached from the thread. Checking the detached needle, we have noticed that there are marks of needleholder/surgical instrument in the needle attachment area. The needle has been damaged during handling of the suture and the needle detachment is probably caused by this wrong handling. However, without any closed sample we cannot carry out an analysis in order to take a decision. Remarks: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Samples received: none. Analysis and results: there is one previous complaint of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation ongoing

Event description:
Country of complaint: italy it was reported that the needle detached from the thread during use.